Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that a secondary tubing snapped just under the drip chamber. Although requested, additional information was not provided.